Manufacturer narrative:
This supplemental is being filed to indicate that the product involved is not a stryker device. This complaint has been forwarded to the OEM (bien-air) for regulatory reporting.

Event description:
It was reported that a broken bur was found inside the attachment. Upon further investigation, it was determined that this was not a stryker bur. This complaint has been forwarded to the OEM, who is responsible for regulatory reporting.

Event description:
It was reported that a broken bur was found inside the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.